Manufacturer narrative:
Product analysis: the distal tip was damaged. There were kinks on the hypotube at 3 cm, 43 cm and 88 cm distal to the strain relief. During the analysis the device failed negative prep. There was longitudinal burst at the proximal end of the balloon up to the proximal balloon taper. The distal end of the burst site had damage to the balloon.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician was attempting to use a nc euphora to treat a heavily calcified rca. The lesion was pre-dilated. It was reported that the device was used as per IFU. The balloon inflated on the first inflation, however due to the heavy calcification the balloon burst on a subsequent inflation. The device was inspected after deflation; balloon, balloon material, hypotube and shaft were all reported intact. The procedure was completed using another balloon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.